Event description:
The pt's mother reported that the pt experienced a blood glucose level of 575 mg/dl and treated the blood glucose level with an injection of insulin. The reporter denied that the pt suffered any nausea or vomiting. The reporter called animas again after the initial phone call and reported a result of 527 mg/dl and said that the pt's blood glucose reading did not decrease much after the insulin injection. Another retest during the troubleshooting telephone call resulted in a blood glucose level of 545 mg/dl. There was mentioned that the pump emitted an occlusion alarm; however, the alarm did not cause the elevated blood glucose levels as the alarm happened after the blood glucose levels were already elevated. The cannula was not straight upon visual inspection, which can cause occlusion alarms. The cartridge was reportedly empty during the time of the occlusion alarm. The pt's mother also stated that the pt's father reportedly filled the cartridge to 60 units, although the delivery history shows only 30 units were delivered from the time the cartridge was filled until the time the cartridge was reportedly empty. There was no mention of any cartridge leak and the delivery history matched the pump delivery settings.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) revealed that the unused line was not clamped. The batch review was performed on potentially associated lots (h10l15012) with no issues noted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential user error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) revealed that the unused line was not clamped. The technical service representative (tsr) explained the alarm to the hp and assisted to troubleshoot the alarm. The tsr advised hp to notify the peritoneal dialysis (pd) nurse for further therapy advise. During a follow up with the hp regarding the alarm, the hp stated that everything is fine, and that it was her fault. The hp added that she has resumed therapy. The hp ended the call by thanking for the follow-up. No further information could be obtained. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated.